Manufacturer narrative:
The customer's report of communication errors was confirmed. The pcu event logs were reviewed and channel disconnects were found. Functional testing performed was able to replicate channel disconnects. The pcu's male iui was examined, it was observed that the pins were dull, with several of the pins showing sings of green corrosion and dented isolation ribs. The other iui connectors of the returned devices all appeared to be dull with some signs of green corrosion. The root cause of the channel disconnects was determined to be contamination of the pcu male iui connector. The condition of the iui's connectors suggest that the customer should review their current cleaning and preventative maintenance inspection processes to ensure they are following the recommendations and instructions outlined in the directions for use, specifically the supplemental dfu and alaris system maintenance.

Event description:
Customer reported the pump "stopped working and displayed communication error." Event occurred in the nicu. There was no pt harm or medical intervention. No further pt or event info was provided.